Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported pleural effusion cannot be conclusively determined through this evaluation. A specific cause for the reported bleeding cannot be conclusively determined through this evaluation. The patient was readmitted on (B)(6) for a continued pleural effusion that was first observed during post-operative care on (B)(6) 2017. The patient had progressive dyspnea and fatigue over the previous three weeks before their admission. Upon arrival, chest x-rays revealed a moderate/large left pleural effusion and the patient underwent a thoracentesis procedure with a chest tube was placement. Following the placement of the chest tube, significant bloody output was reported, and the patient¿s aspirin and warfarin were held. The patient was transferred to the intensive care unit for further monitoring and received a blood transfusion. The chest tube output later decreased, and the patient¿s hematocrit and hemoglobin values remained stable. The chest tube was ultimately removed, and the bleeding reportedly resolved on (B)(6) 2017. The patient underwent a video-assisted thoracoscopic surgery (vats)/mechanical pleurodesis on (B)(6) 2017 and was ultimately discharged home on (B)(6) 2017. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. The IFU provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient underwent thoracentesis with significant bloody output chest tube placed at that time. Acetylsalicylic acid (aspirin) asa and warfarin were held given significant bleeding. Patient was transferred to intensive care unit (ICU) for further monitoring; output decreased and hemoglobin and hematocrit (h&h) remained stable. Chest tube was removed and patient reported stable with much improved exertional dyspnea after chest tube removal.